Event description:
It was reported that the driver was stripped. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visually confirmed approximately ~1.3mm of the instrument tip has been broken off. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed. A review of the device history records did not identify any applicable nonconformance to specification.